Event description:
The customer reported via phone call indicating that the insulin pump had fluid exposure. Customer's blood glucose was 241 mg/dl. The customer stated that he went in ocean with device on. The customer noticed of frequent alarms. Customer stated that the insulin pump will only display the backlight nothing else when replaced battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. It was unable to perform the displacement test due to no button response. Moisture damage was found on the electronics, motor, battery tube, and vibrator assembly during visual inspection. Unit received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.